Manufacturer narrative:
Photo analysis: it is not possible, to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified. Bubbles: observed, bubbles in the gel. Capsular contracture: unable to observe, since it is not related to the device. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported, left side bubble inside the implant. Capsular contracture, baker grade iii. Device has been explanted and replaced.